Manufacturer narrative:
(B)(6) 2018. International UDI: (B)(4). Phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a "high o2 supply pressure" alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 26nov2018. The returned data acquisition (da) printed circuit board assembly was returned to philips for failure analysis. The part was tested and no failures were identified.

Manufacturer narrative:
The manufacturer¿s international service technician could not confirm the reported phenomenon. However a check vent: error 1112" (oxygen pressure sensor range error) was found in the error log. The manufacturer¿s international service technician replaced the data acquisition (da) pcba preventively. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.